Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the male pt was suffering from end stage renal failure. The pt had the catheter in situ for approx two months. During dialysis in the renal unit, about four weeks prior, the venous port hubs cracked and for those four weeks only one port was used to dialyze. The pigtail unit was replaced without issue and the pt started on dual lumen dialysis at 300 ml pump speed. There was no reported delay, death or complications to the pt.